Event description:
It was reported that pump battery was discharging too quickly, and event history later confirmed unusually fast battery depletion with multiple low-battery alerts. There was no reported impact to the customer¿s blood glucose level. Customer returned pump through distributor for evaluation, and replacement pump was arranged, while no additional details about customer actions or final investigation results were available.